Event description:
After placement of laparoscopic ports, patient became difficult to insufflate. Co2 insufflator and insufflation tubing were swapped out to no avail. What was observed is when pneumo failed with original insufflator, then a second insufflator was brought in. A second disposable tube set was brought in and still failed to provide pneumo. The tube sets were tried on multiple ports and the stryker rep was called to help remedy. The insufflators acted appropriately when it sensed an overpressure it vented and reduced the gas flow. Because of the failure to provide pneumo a request to stryker to evaluate both units has been made to verify they are within specification.